Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Pro duct ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8784, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving prialt (25 mcg/ml at 3.792 mcg/day) via an implantable infusion pump. It was reported that the patient had wound dehiscence at pump site and the system was explanted. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The devices would not be returned for analysis; the customer discarded them. The issue was reported as resolved and the pati ent was alive with no injury. No further complications have been reported as a result of this event.